Event description:
It was reported that the field representative called for review of treated episodes for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system as it was thought to be inappropriate therapy due to t wave oversensing. The episodes were non-isolated. Technical services (ts) reviewed the device data, and the rate appears to be high measuring 160bpm in the first episode. In the second episode the morphology was noted to be large and wide with big t waves. Due to the fast rate profile it leads to consistence t wave oversensing with inappropriate shock therapy. Additionally, there is some r-r variability and ts discussed possible causes. Ts noted there has been a history of appropriate shocks and recommended device re-programming. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) was surgically abandoned due to a change in therapy. It was noted that therapy was de-activated. The patient was implanted with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of treated episodes for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system as it was thought to be inappropriate therapy due to t wave oversensing. The episodes were non-isolated. Technical services (ts) reviewed the device data, and the rate appears to be high measuring 160bpm in the first episode. In the second episode the morphology was noted to be large and wide with big t waves. Due to the fast rate profile it leads to consistence t wave oversensing with inappropriate shock therapy. Additionally, there is some r-r variability and ts discussed possible causes. Ts noted there has been a history of appropriate shocks and recommended device re-programming. At this time, the system remains in service. No additional adverse patient effects were reported.